Event description:
The customer reported that during testing, when the energy select knob is turned to 30j, only 20j is delivered.

Manufacturer narrative:
(B)(4). The customer reported that during testing, when the energy select knob is turned to 30j, only 20j is delivered. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.